Event description:
On (B)(6) 2013 end use reported that she is allergic to latex and used the device to cover an incision she has on her leg. End user developed a rash around the area where she has her incision and it is burning. She claims she was also itching all over the body.